Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified left and right common femoral arteries were attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, one proglide device had a cuff miss. Three additional proglide devices had suture breaks. The sheath was upsized to a 14f and the aaa procedure was completed. The method of achieving hemostasis in the left and right common femoral arteries was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.